Event description:
It was reported that motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal removed/broken, and the case top, case bottom, right plunger case and alternating current (ac) receptacle cracked. A review of the event history log identified motor rate error in the history. Occlusion testing was performed. During testing, the reported problem was duplicated. The root cause of the problem was a combination of a dirty and worn out motor assembly, worm gear, leadscrew, and clutch halves. The wear was regarded as normal since the device was over 13 years old. To resolve the problem, the motor assembly (stepper motor included), worm gear, leadscrew and clutch halves were replaced. (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).